Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 586 mg/dl. The customer's blood glucose was 68 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specifications. No low battery alerts noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime insulin pump during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The drive support disk was inspected and no anomalies noted. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.